Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since b40 error was not reproduced during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the b30 error occurred due to patient board set (ap/dr) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found communications error codes b30 and e216 were displayed on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed an error code b40. The issue was found during preparation for use for a diagnostic bronchoscopy procedure. The procedure was not completed and was cancelled. There were no reports of patient harm.